Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081925) on 31-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("severe cramping with each period") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria hospitalization and intervention required) and menorrhagia ("heavy bleeding with each period"). The patient was treated with surgery (having fallopian tubes removed). Essure was removed. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and menorrhagia with essure. The reporter commented: the patient reported having her fallopian tubes removed in 2019. Hospitalization was mentioned but not specified and/or assigned to one of the events incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081925) on 31-dec-2018. The most recent information was received on 22-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('severe cramping with each period') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria hospitalization and intervention required) and menorrhagia ("heavy bleeding with each period"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and menorrhagia with essure. The reporter commented: the patient reported having her fallopian tubes removed in 2019. Hospitalization was mentioned but not specified and/or assigned to one of the events discrepancy in essure insrtion dates : (B)(6) 2013. Most recent follow-up information incorporated above includes: on 22-oct-2019: legal document received : lawyer was added and the case was made potentially significant. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.